Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the balloon would not inflate. Another device was used. There was no bleeding or tissue damage, nothing fell into the pt cavity, nor was the operating room time extended more than 30 mins. No pt injury reported.